Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated the lead will not be replaced.

Manufacturer narrative:
Concomitant medical products: pb1018, melody transcatheter pulmonic valve; implanted: (B)(6) 2011.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited fluctuating and high impedance levels, and oversensing noise which resulted in an inappropriate therapy being delivered to the patient. A lead fracture is suspected. Reprogramming was completed and then the lead was extracted and will be replaced at a future date. No further patient complications have been reported as a result of this event.